Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, ubd: unknown, UDI#: unknown; product ID: 9735785, ubd: unknown, UDI#: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to the black screen with scrolling linux commands a1102: applicable to the error messages, such as "failed to start pulseaudio system server," "watchdog: bug: soft lockup - central p rocessing unit (cpu)#9," "failed to start dispatcher daemon for systemd-networkd," and "failed to start network name resolution." A110201: applicable to the issue occurring at bootup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a black screen with scrolling linux commands, including error messages such as "failed to start pulseaudio system server," "watchdog: bug: soft lockup - central processing unit (cpu)#9," "failed to start dispatcher daemon for systemd-networkd," and "failed to start network name resolution." This issue had been occurring for a few weeks. A hard reboot was performed, but it had no effect, as the system booted to the grub menu and then progressed to the same scrolling linux commands. The solid state drive (ssd) was reseated into the top slot of the computer, but this also had no effect. When the ssd was installed into a known working stealth, it booted immediately to the sign-in screen, and this behavior was replicated after multiple reboots. There was no patient involved.